Manufacturer narrative:
On 14-dec-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The valve leaked. Two hours after the start of the procedure, after inserting the sheath, the lasso catheter was inserted first, and after confirming the af trigger, the sheath was replaced with an ablation catheter, and pvi was performed. After completion of pvi, when it tried to replace it with lasso again, retrograde blood from the hemostatic valve was confirmed. It was addressed by replacing the sheath. The hemostatic valve was intact. Reversed blood volume was a few drops. There was no occurrence of health hazard due to reversed blood. No medical treatment was performed in association with the occurrence of adverse health effects due to reversed blood. The patient had no air contamination. No percutaneous/surgical procedures were performed in association with the patient's air contamination. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device 00001496 number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-nov-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The valve leaked. Two hours after the start of the procedure, after inserting the sheath, the lasso catheter was inserted first, and after confirming the af trigger, the sheath was replaced with an ablation catheter, and pvi was performed. After completion of pvi, when it tried to replace it with lasso again, retrograde blood from the hemostatic valve was confirmed. It was addressed by replacing the sheath. The hemostatic valve was intact. Reversed blood volume was a few drops. There was no occurrence of health hazard due to reversed blood. No medical treatment was performed in association with the occurrence of adverse health effects due to reversed blood. The patient had no air contamination. No percutaneous/surgical procedures were performed in association with the patient's air contamination. The procedure was completed without patient's consequence. Hemostatic valve leak is MDR-reportable.